Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Icp express monitor was pulled for a craniotomy case. When the monitor turned on it defaulted to a screen that asks to confirm the reference number and a continuous beep. No buttons could be pressed to reset. Another icp express monitor was pulled in and it worked. Delay of more than 30 minutes. No adverse, and monitor is out of warranty.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the supplier. A review of manufacturing records found no discrepancies when the device was released to stock. Evaluation of the device found that the front panel frame was damaged, the unit had been opened and had the battery replaced and the clamp was corroded. The lcd was not functional and the battery was weak and would not hold a charge. The supplier replaced the lcd, clamp, front panel frame and battery. The device then passed all testing specifications. The supplier was not able to confirm the direct cause of failure. However, the device was manufactured in 2009 and is therefore outside of warranty. It is most likely the age of the device contributed to the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.